Manufacturer narrative:
H3) the manufacturer representative went to the site to test the imaging system. They unloaded the system and and the mobile view station (mvs) from the shipping crate. The took out the positioner, gantry and rotor motion controllers as advised. Once the new controllers arrive, they will be placed into the machine. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the system was serviced in the field for troubleshooting, and filaments of the tube were disabled to be able to perform 3d scans without exposing radiation. The equipment was sporadically stopping the 3d scan at an 72/80 degree angle. This happens around 20+ scans. Cables had been moved during the scan and connectors had been reseated on various components. Log files were captured to share. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2, h3, h6: the returned positioner control box was analyzed. No failures were found. Codes b01, c19, and d14 are applicable. The returned motion control box was analyzed. The motion did not initialize, collimator would not initialize. The system was unable to fully boot and ready. Defective motion control box. Codes b01, c13, and d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2, correction: fdr c13 and fdc d15 were added for the previously reported system checkout. There was insufficient information as to whether hardware parts were replaced. Img code updated to g04035. H3: the positioner control box was returned to the manufacturer for analysis. The positioner control box was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. H6: fdm b01, fdr c19, and fdc d14 are applicable to the hardware analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a procedure. It was reported that the 3d spin was interrupted. It was stated that during a case on the 25th of september there were multiple interrupted 3d spins that occurred while only 1 was successful. The manufacturer representative went to the site on september 26th for troubleshooting but the issue could not be replicated as all 8 hd scans and transfers to the navigation system worked perfectly fine. No further information was received.

Manufacturer narrative:
Patient information was unavailable from the site information references the main component of the system. Other relevant device(s) are: product ID: bi71000443, serial/lot #: unknown, ubd: , UDI#: ; product ID: bi71000442, serial/lot #: unknown, ubd: , UDI#: ; product ID: bi71000444, serial/lot #: unknown, ubd: , UDI#: initial reporter not known at the time of reporting. The manufacturer representative went to the site to test the imaging system. They went through the logs to make sure that the ha ndswitch/footswitch where pressed long enough. In all instances the buttons where pressed long enough. They were only let go after the 3d reconstruction was busy or already finished. So the fault of the early termination of the spin was not due to the hospital staff letting go of the button early. During the visit 8 hd scans had been made and the scans worked as intended without any problems. Next to that the transfer and accuracy with the navigation system worked without any issues as well. Using the dongle, they checked if there was any error visible on the different service tool information pages but nothing could be found. Disconnecting and reconnecting the umbilical multiple times and manipulating the cable itself during a scan also showed no signs of a possible faulty connection in one of the ethernet cables. Both the hand and footswitch had been tested to make sure not one of them was defective. The error logs from the generator had been reviewed and were also empty. Further log file analysis showed that the interrupted scans didn't give a nav tag which was tested by the rep personally as well since they made one scan go with the handswitch and make it interrupt the 3d scan. This caused the system to not give a [nav] tag and therefore navigated surgery was not possible. So in this scenario the navigation accuracy can not be affected as the navigation on a whole simply will not work if the scan was interrupted. The system fault that had happened on sunday 25 was not reproducible. The machine worked as intended without a single failure. Due to the nature of the intermittent error the hospital staff expressed their concern that the machine was not viable anymore for clinical use before the root cause of the issue had been found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.